Manufacturer narrative:
The lead was capped/abandoned, and it will not been returned for analysis. As a result, no conclusion can be drawn regarding the root cause of the failure (low impedance). The lead was actively implanted for approximately 16 years, 1 month. There are no adverse patient effects reported from this event. Low impedance is a recognized clinical event referenced in the medical literature. This lead is no longer manufactured and the last sale was in 2009. Based on this information, a CAPA is not required. Oscor will continue to monitor this lead for complaint trends. A review of the laser welding inspection procedure, indicates that all laser welded products will be inspected 100%, under a 30x microscope. It is indicated for inner coil to rotational pin weld inspection that all ends of filar coils are welded evenly all around the rotational pin, and no coil filar end should be raised. There are to be no residual weld particles present and the weld surface should be smooth and shiny. It is also indicated for inner tubing to connector pin assembly that the inner tubing is pushed all the way into the anode cavity of the connector pin assembly. Silicone adhesive will be present inside the anode cavity. There should not be any cuts, scratches, puncture holes or any other damage to the inner tubing. A review of the permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
This right atrial lead was capped/abandoned due to low pace impedance of less than 200 ohms. No adverse patient effects were reported.